Event description:
The customer reported the monitors went blank and system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors. (B) (4).